Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results from the cobas e 411 analyzer (disk system) for three patients. Patient 1 also an allegation of questionable elecsys tsh and elecsys ft4 IV results. This medwatch will apply to the elecsys troponin t gen 5 stat assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys tsh assay. Refer to medwatch with a1. Patient identifier (B)(6) for the elecsys ft4 IV assay. Patient 1's initial troponin t result was 5 pg/ml, and the repeat result on a cobas e601 was 9.33 pg/ml. Patient 2's initial troponin t result was 5 pg/ml, and the repeat result on a cobas e601 was 10.17 pg/ml. Patient 3's initial troponin t result was 5 pg/ml, and the repeat result on a cobas e601 was 119 pg/ml. The samples were repeated after the customer saw that a tsh value was lower than she usually saw, prompting a look-back at 12 hours (per customer) of patient results.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.